Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information, this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, complaint investigation results: electronic quality management system search: a query was run in the eqms on 09-dec-2025 against "lot number "6007696" and similar malfunction code(s): tubing connector detached from infusion set (cannula part/base piece), for new code creation. The review confirmed that lot 6007696 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 09-dec-2025 against "lot number" criteria equal "6007696" and similar malfunction code(s): tubing connector detached from infusion set (cannula part/base piece), for new code creation. The count of complaint is [1]. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 6007696 was manufactured according to the work instruction (wi) version114 and manufactured in the line 6 on 13-jun-2024 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4f00131 was manufactured according to the wi version 64 and manufactured in the machine sc02, on 13-jun-2024, with a total of (B)(4) units. Gluing of tubing of the lot 4f00132 was manufactured according to the wi version 64 and manufactured in the machine sc02, on 14-jun-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment, conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. No further information available.